Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered the leak was caused by a hole in tubing at pinch valve pv43. The fse replaced the tubing to resolve the leak and verified the repair as per established procedures. (B)(4).

Event description:
The customer reported an unknown amount fluid leaked under the foam trap of the coulter hmx hematology analyzer with autoloader. The customer was unable to determine the source of the leak but indicated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.